Event description:
A nurse reported that during leaked when priming the medication fluconazole. The leak was reported to be "3/4 way down the tubing". The nurse reported the tubing without any problems. The tubing was not used on a pt so no pt harm or medical intervention occurred. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Conclusion: no available code for undetermined or unk cause. The customer's report of a leaking set was confirmed. During visual inspection, it was noted that the pvc tubing had a slice cut approx 31 inches below the accuslide outlet port, measuring 0.0440 inches long. The returned packaging was visually inspected on both sides for damage; none was identified and no other anomalies were noted with the returned set. During functional testing, a leak was immediately observed from the slice cut in the pvc tubing when fluid was allowed to flow through the set. No other anomalies were noted on the set. The cause of the customer's report of a leak in the tubing was identified as damage to the pvc tubing. The root cause of the damage on the pvc tubing was not identified.